Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead had dislodged and exhibited loss of capture. The lead remained implanted and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes: it was reported that the lead was explanted on (B)(6) 2014.